Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at the weld site with an approx 59mm and approx 9mm section of the j stiffener wire located approx 89mm proximal of the weld site. X-ray of lead confirms j stiffener wire fracture at weld site and confirms the two sections of the j stiffener wire located approx 89mm proximal of the weld site. Visual inspection under 30x magnification indicates the outer polyurethane insulation is lacerated approx 10mm and approx 65mm proximal of the weld site. It appears that only approx 68mm of the j stiffener wire was rec'd.

Event description:
Device analysis is provided.